Manufacturer narrative:
The likely cause for the reported hemorrhagic stroke and subsequent death could not be determined. The device was not available for investigation and therefore, a physical inspection of the device was not possible. Based on the description of the event, the m5 ivl device was used to treat the subclavian artery, which is outside the indications for use per the device instructions for use. The physician does not believe any part of the intervention, ivl or stent implantation, could have attributed to the hemorrhagic stroke. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5 peripheral ivl catheter was used to treat the subclavian artery, which is outside the indications for use per the m5 device instructions for use. The ivl portion of the procedure was successful and completed without incident; there was no alleged malfunction of the ivl catheter. The physician attempted to deliver bx medtronic stent over the 0.014" guidewire which was not successful. The 0.014" guidewire was exchanged for 0.035" guidewire, and the bx medtronic stent was implanted before the ostium of the vertebral artery with good results. Post procedure the patient started complaining of headaches. It was noted that the patient has a history of migraine headaches. A CT scan was performed and showed a bleed in the posterior area of the brain, and the patient expired later that day. The physician does not believe any part of the intervention - shockwave or stent, could have attributed to the hemorrhagic stroke.